Event description:
It was reported that the nurse stated foley stopped reading and therapy has now stopped. Nurse was not in the room with the device. Nurse wanted to know if they could use an esophageal probe for therapy. Mis stated yes esophageal, bladder and rectal temps are all considered core and compatible with arctic sun device. Mis confirmed this was a lubrisil foley. Mis asked when nurse placed the probe to flex the cable and see if the temperature read erratic. Also, when nurse replaced the foley and placed the esophageal probe ensure those two temperatures were correlating. Mis asked nurse to call back if they have either of these issues. Emailed to product complaints for the foley issue and asked nurse to hold onto this for investigation. When mis called back to ask nurse to hold onto the foley nurse stated that they do not believe there was an issue with the foley. Therapy has stopped and they replaced the foley and got an alert the patient temperature had changed more than 10 degrees (unsure what code was unable to enter the room during our conversation so mis was unable to get the serial number or lot number of the foley). Nurse would place the old foley in a bag and note the chart to add the foley in use to it once its pulled so both could be investigated if necessary. Nurse stated both temperatures were correlating now and no erratic temperatures when flexed the cable. Per follow up information received via phone on 24apr2023, it was reported that therapy was completed and there was no impact to the patient. The patient was a 13-year-old male. Nurse had a question about core temperature. Mis advised nurse.

Manufacturer narrative:
Upon further review, bd has determined that this MDR as not reportable as the therapy was completed and there was no impact to the patient. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated foley stopped reading and therapy has now stopped. Nurse was not in the room with the device. Nurse wanted to know if they could use an esophageal probe for therapy. Mis stated yes esophageal, bladder and rectal temps are all considered core and compatible with arctic sun device. Mis confirmed this was a lubrisil foley. Mis asked when nurse placed the probe to flex the cable and see if the temperature read erratic. Also, when nurse replaced the foley and placed the esophageal probe ensure those two temperatures were correlating. Mis asked nurse to call back if they have either of these issues. Emailed to product complaints for the foley issue and asked nurse to hold onto this for investigation. When mis called back to ask nurse to hold onto the foley nurse stated that they do not believe there was an issue with the foley. Therapy has stopped and they replaced the foley and got an alert the patient temperature had changed more than 10 degrees (unsure what code was unable to enter the room during our conversation so mis was unable to get the serial number or lot number of the foley). Nurse would place the old foley in a bag and note the chart to add the foley in use to it once its pulled so both could be investigated if necessary. Nurse stated both temperatures were correlating now and no erratic temperatures when flexed the cable.